Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting power cable disconnect and terminal connections issues. Technical service reviewed the log file and confirmed a loss of external power event while connected to the mpu. The event log file contained approximately 3 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The event was approximately 6 seconds in duration. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. Per the log file, the power cable disconnect and low power alarms were associated with the loss of power event. The reason for the loss of power while on the mpu was unable to be determined based on the log file. Multiple requests for additional event information were sent to the customer. No additional information was reported. Set up and use of the mpu with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU . Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis captured a no external power alarm and low power hazard events on (B)(6) 2020. It was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.